Event description:
It was reported that after a da vinci-assisted nephrectomy surgical procedure, the insulation sheath of the tip of the sureform 60 stapler was missing. The fragment was found attached to one of the trocars. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the nurse informed that the procedure was a right robotic assisted radical nephrectomy. The nurse confirmed the missing piece was discovered after the procedure and ports were still inside of the patient when the missing piece was noticed. The nurse also confirmed no fragments fell inside of the patient and no fragment retrieval was necessary. The nurse stated the fragment was attached/stuck to the side of the port. The nurse informed that the staff ensured all of the fragment was retrieved by fitting the side of the sureform stapler instrument and the fragment, which matched. No post-operative tests, such as x-rays or ultrasounds, were performed. The nurse informed that the surgeon did not report any issues with the functionality of the instrument during the procedure. The nurse did not know if the wrist was straightened upon removal. The nurse informed that the staff did not notice any resistance upon removal through the cannula, no damage to the cannula, or any other damage to the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated and confirmed the reported failure that the insulation sheath of the tip was missing at the end of the sureform stapler. Fa found the wrist cover to be torn, the piece approximately 0.254¿ x 0.208¿ was not returned with the instrument. Fa attributed the cause of the failure to the user. The instrument passed initialization, moved intuitively with full range of motion in all directions, the jaws opened and closed properly, and the instrument clamped, fired and unclamped without any issues. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. No image or procedure video was provided for review. A review of the instrument log for the sureform 60 stapler (480460-09 / l92200324 0232) associated with this event has been performed. Per the review, the sureform stapler was last used in a nephrectomy (urology) procedure performed on (B)(6) 2022 on system (B)(4). A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is considered a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment potentially fell inside the patient during a da vinci assisted procedure. The fragment fell into the cannula and was retrieved with no patient injury. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.